Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and planned to use alternate insulin method if needed, while technical support arranged replacement pump.